Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was noise on lead due lead insulation damage. The lead was capped and replaced.